Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 17377042. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 17517271.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. The explanted devices were disposed. The patient was doing well postoperatively.